Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that intermittent ventricular under sensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. Further information received notes the patient died later that week. The cause of death and relationship to the device or system was unknown.